Event description:
It was reported that an endeavor resolute drug-eluting stent was been used to treat a lesion in the lad. The device was inspected prior to use with no issues noted. The lesion was calcified with 90% stenosis. The lesion was pre-dilated but the device was unable to cross the lesion. The lesion was pre-dilated again and a new device was used to complete the procedure successfully. The patient is reported to be good post procedure. Device evaluation: the distal tip was flared. There were numerous kinks along the hypotube. The stent was returned dislodged off the balloon of the delivery catheter. Crimp impressions were visible along the working length of the balloon. The dislodged stent was elongated and deformed. Four segments at one end of the stent were flattened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (failure to deliver stent and stent embolism), patients condition affected effectiveness of device (calcification and 90% stenosis), deformation problem (stent); conclusion, results: device failure/lack of effectiveness related to patient condition (lesion morphology) - 90% stenosis and calcification. Inherent risk of procedure ¿ (failure to device stent and stent embolism).